Manufacturer narrative:
Investigation completed 11/21/2017. Device history record reviewed for product ID a2079, serial # (B)(4) was manufactured on 16mar17 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. The xr2 standard adaptor knob threads are broken off. The rest of the a2079 unit is in proper working order. The consensus of investigation finds the most likely root cause of complaint event is; user applied torque to knob in excess of material strength of screw thread or combination of user torque and clamp support load exceeding screw thread strength.

Event description:
Screw from swivel assembly standard snapped during a cervical procedure. There was no patient or user injury. Additional information has been requested.